Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the cam-lobe was significantly bent and abrasions on the mating surface of the actuator as well as minor damage to the spindle. However, the implant functioned acceptably upon functional testing. The damage to the spacer suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction (spinous process). A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy. Avoid application of excessive stress on instrumentation and if resistance is encountered, or if device position is suboptimal, completely reverse-deploy or close the implant before repositioning and redeployment. These are all known risks associated with the use of lumbar spine implants and associated instruments.